Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin injection (2 g, on the 1st and 7th day, route not reported) and fortum (250 mg, intraperitoneally, for 14 days, frequency not reported). Treatment was ongoing at the time of reporting. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.